Event description:
"Multiple reports of temperature sensing foleys leaking after insertion (different patients). Foley leaking urine around the foley device as well as through the foley tubing. Balloon fully inflated. Product and packaging saved. When the leaking did not stop, staff removed the temp sensing foley and placed a standard foley without any further leaking or issues."